Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the motor speeds were unstable, the motor was corroded, and the reciprocating arm and screws were worn. The motor, reciprocating arm, and screws were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under cmp (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: france

Event description:
It was reported during surgery, the unit was not working. The unit made an unusual sound & had power instability of the motor until it almost stopped. The taken graft was damaged, it was a thin skin graft harvested from the right thigh. An additional unplanned skin graft was needed in order to complete the surgery due to the poor quality of the initial harvest. There was a surgical delay of 0-15 mins and the patient was under anesthesia. Another device was not used to complete the surgery. Due diligence is complete, there is no additional information available.